Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected); "experiencing irritation" (irritation); "experiencing foreign body sensation" (foreign body sensation) product problem(s): "none reported" (no information [iol (intraocular lens implanted]). A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the patient had narrow angle glaucoma which was being treated with medications (pre-existing). A laser iridotomy was performed on the right eye on (B) (6) 2010. The patient was also diabetic (pre-existing). Following the iol implant procedure, the patient was experiencing foreign body sensation and irritation on 02/11/2010; on this date, a suture was removed. The patient continued to experience blurry vision. On (B) (6) 2010, the patient was fitted for contact lenses. She was also referred for a retinal consultation because the surgeon could find no obvious cause for her vision not improving.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/01/0201, 03/04/2010, 03/08/2010, and 03/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 03/19/2010. (B) (4). (B) (4).